Manufacturer narrative:
Olympus technical assistance center (tac), spoke with the customer and suggested to clean all 3 scopes gold contacts with a 70% alcohol prep pad, then let each scope air dry for approximately 10 minutes, however, the error messages still occurred. Tac technician suggested the customer: clean the (xenon light source) socket using the light source socket cleaning kit by purchasing this item through customer care. Reseat both the light source cables, digital light source cable (thick vertical) and the light source cable (thin horizontal) light guide cables on both sides. Swap out (xenon light source) between this tower and another working tower and test both towers. The customer tried the scopes in a different machine and things worked perfectly. They replied to the tac technician that internal technical department blew air inside the light source (xenon light source) scope socket and has no further issues with error codes e216 and b30. Both issues were resolved. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source exhibited b30 and e216 scope communication errors. The issue occurred during an unspecific colonoscopy procedure. The intended procedure was completed using a similar device. There was a delay of 15-20 minutes. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to section: d8 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the presumed cause could not be determined because the device had not been returned. The root cause could not be identified. Olympus will continue to monitor field performance for this device.